Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified a fracture on the collar and dried bone around the implant. The reported device was located on tooth # 2 and was used for approximately 8 years 9 months. The customer did not provide pictures or x-ray images. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the implant dating back to 12 months and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the that the patient came for limited exam because crown came off, abutment was still intact. Radiographs show implant at tooth site fractured. The failed implant was removed and site grafted. The reported device was returned and the reported event is confirmed as a fracture was identified on the reported device during visual evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that patient came for limited exam because crown came off, abutment was still intact. Radiographs showed that the implant was fractured. The implant was removed and the sites grafted. Patient to return after healing for implant replacement.